Manufacturer narrative:
The patient¿s sex was not provided. The patient¿s weight was not provided. The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on (B)(6) 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is(B)(4) . : approximate age of device- 1 year and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2016. It was reported that during a clinic visit on (B)(6) 2017, the patient presented with driveline drainage. The drainage was observed as green-yellow purulent without surrounding erythema or mass. No reports of fevers, diarrhea, vomiting or abdominal pain. The reported drainage culture grew pseudomonas aeruginosa. The patient was started on ciprofloxacin. No additional information provided.

Manufacturer narrative:
Additional information no further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Additional information: it was reported that on (B)(6) 2018, the patient presented to the emergency room due to worsening driveline infection. Preliminary result of cultures reported growing pseudomonas aeruginosa. A CT of the abdomen shows small amount of fluid surrounding the lvad drive line in the right abdomen. The fluid collection extends from the entry site in the abdomen, to the entry into the thorax. No definite large fluid collection within the mediastinum is identified. Per plastics no debridement at this time.

Manufacturer narrative:
A specific cause for the reported driveline infection could not be determined through this evaluation. Infections are listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records, including sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.